Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the upper and lower cases were broken beyond limit in the handle area, both latch tabs were broken off the power cord bay door, the stylus was missing and that the replacement stylus did not align with the cursor. All found defective parts were replaced, including the bezel-shielded assembly and both the stylus and the screen were calibrated. (B)(4).

Event description:
The programmer originally returned with no information subsequently tested out of specification during manufacturer&#38112;analysis. There was no patient involvement.